Event description:
It was reported that a patient had an early replacement indicator (eri) for their implantable neurostimulator (ins). It was reported that a patient never had therapeutic effect and the patient had an increase in pain and discomfort with stimulation. Patient symptoms included a burning sensation. The patient went to their healthcare provider for a six week study visit, and it was noted that diagnostic testing and troubleshooting included impedance testing and reprogramming. It was reported that there was premature battery depletion. The reporter stated that the device was able to be programmed to a lower voltage, and the reporter was unsure of electrode configuration changes. It was noted that after reprogramming the patient reported no longer having pain but was unable to determine whether or not the stimulation was therapeutic. It was later reported that the patient had the new pain while sitting with a stimulation ¿burning sensation.¿ it was noted that the patient was around where the wire was on the back. It was reported that the event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 37744q, serial# (B)(4), product type: programmer, patient; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).